Event description:
Device 1 of 3. Ref MFR report: 1627487-2011-10127, 1627487-2011-10128. The pt received the scs system consisting of the ipg, one surgical lead and two lead anchors (same lot) on (B)(6) 2011. It was reported the pt had the entire system removed due to infection. It was also reported that the pt had a history of infection and received clearance from an infectious disease physician prior to implant, and therefore it is not believed the infection is related to the device or implant procedure.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.